Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic on (B)(6) 2020 with a pacemaker in safety mode. The pacemaker was reprogrammed. The patient was stable.

Manufacturer narrative:
Correction - h6 -should be pacemaker found in back-up mode rather than inappropriate or unexpected reset.